Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured on 20 october 2023. - on (B)(6) 2025, the battery voltage was measured at 2.95v. - files analysis revealed that 3 charges and one shock occurred on (B)(6) 2024 probably when the device was still in the box. (This shock triggered the alarm ¿shock impedance > 150 ohms). Therefore, on (B)(6) 2024, interrogation and programming should have occurred. One of the precedent action switched the device into a specific mode, which is more consuming than the shelf-life mode and de-activate the battery reforming. The switch into a specific mode after reprogramming (except in case of activation and deactivation of the shocks) is not expected. The root cause of this behavior could not be determined with certainty. The most probable hypothesis would be a software bug. - it should also be noted that the battery voltage is sensitive to temperature. - as described in the manual, the device should not be implanted if the battery voltage < 3v. - on (B)(6) 2025, the battery curve is consistent with the switch into the specific mode on (B)(6) 2024.

Event description:
Reportedly, in the office, ulys df4 dr ¿ (B)(6)) found that has been recorded both charge and shocks, leading to greater battery consumption (battery voltage: 2.95v). Last shock was delivered 18 january 2024, and total number of charges was recorded 2. The device was manufactured 20 october 2023 and confirmed the custom clearance domestically (B)(6) 2024.